Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported upon completing treatment and removing the cassette, a fluid leak was noted in the cassette housing. The patient was unable to confirm the origin of the leak. The cycler will be replaced.

Manufacturer narrative:
Additional information: updated. Updated device ,evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported upon completing treatment and removing the cassette, a fluid leak was noted in the cassette housing. The cycler will be replaced. Follow up with the patient's nurse confirmed that the patient required prophylactic antibiotic treatment and there was no growth, so the patient never had an infection. There was no patient serious injury or adverse event. She confirmed that the patient did not miss any treatment and has been continuing ccpd with his new cycler without any further issues. Upon further follow up with the patient's nurse, it was reported that this patient had reported two cassettes with crack in the tubing to the clinic regarding this event. The cassette products are of the same lot. One product was involved in the reported leak event and the other was opened for the same treatment, but not used. Neither is available for product return.